Event description:
It was reported that the device system was removed, due to an infection. The report indicates that the organism was +2 staphylococcus. Specific pt symptoms were not reported. The pump was used to delivery hydromorphone. Additional info has been requested from the hcp. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.